Event description:
While performing hip surgery, surgeon was suctioning out the femoral canal with yankauer suction device when approximately 2" of the tip broke off inside the canal. The canal was explored and the tip was not found.